Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this reported event. However, the customer's biomedical engineer advised a getinge field service engineer (fse) that upon evaluating the unit, the customer's biomedical engineer found that the unit was sitting in the cart, however, unlatched causing the unit to not charge. As such, customer's biomedical engineer pushed and latched the console into the cart, and observed the unit charging immediately thereafter. The fse was advised that the iabp was then released to the customer and cleared for clinical service. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Device not returned to manufacturer.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) unit would not charge. It was further reported that the unit was taken to the customer's biomedical department for evaluation. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) unit would not charge. It was further reported that the unit was taken to the customer's biomedical department for evaluation. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.